Event description:
It was reported this pt was undergoing endoscopic treatment for a gastrointestinal bleed. During the use of this injection gold probe, the distal tip and needle guide tube detached in the scope. The tip did not detach in the pt. The procedure was successfully completed with another device. There were no pt complications. The device has not been received by this MFR. Therefore, a failure analysis could not be performed. Without evaluating the device the co was unable to determine the specific relationship of the product to the event nor was the co able to determine if or not the device met its specification. A lot number was not provided by the user facility. Therefore, a device history report could not be performed to determine if or not the device met its specifications during the mfg process.